Event description:
It was reported that this pacemaker failed to complete interrogation with the programmer. Technical services (ts) was consulted and troubleshooting options were discussed, however after attempting to troubleshoot, the device remained unable to complete interrogation. Ts advised on further in office evaluation of device parameters. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker failed to complete interrogation with the programmer. Technical services (ts) was consulted and troubleshooting options were discussed, however after attempting to troubleshoot, the device remained unable to complete interrogation. Ts advised on further in office evaluation of device parameters. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.